Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 51 mg/dl at the time of the incident. The patient's current blood glucose was 55 mg/dl. The patient's blood glucose was 109 mg/dl at the time of the call. The patient had treated it with glucose tablets. The patient had been experiencing low blood glucose. The drive support cap appears normal (slightly indented). Previously patient¿s blood glucose was 55mg/dl and 68mg/dl. The customer treated it with 4 glucose tablets and orange juice. The insulin pump will not be returned for analysis.